Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that seven years four months post filter deployment, the patient had a CT scan that showed the filter perforated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven years and four months post filter deployment, a computed tomography scan showed that the filter struts perforated the inferior vena cava.the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, seven years four months of post deployment, a computed tomography of abdomen was performed for filter check. The study showed that inferior vena cava filter was noted with appropriate filter alignment and no significant tilt. The axis of the filter corresponds to the longitudinal axis of the inferior vena cava. The apex of the filter was located approximately 2.6 cm below the lowest right renal vein at the l2-l3 level with distal filter struts at the l3-l4 level. No definite strut fracture was identified. Evaluation of the distal inferior vena cava strut elements demonstrate 1 to 2 mm fat plane between the distal strut elements and the inferior vena cava wall consistent with minimal localized strut perforation. Posterior strut at the 6 o¿clock position extends to the anterior margin of the l3-l4 disc space. No aortic involvement or retroperitoneal hematoma was present. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b6,d4(expiry date: 02/2012)g2,g3,h6(method) h11: d1,d4,g1,h6(result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.